Manufacturer narrative:
(B)(4). Received clarification that the tissue pad did not detached. File no longer meets the criteria of a reportable file.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the ¿isolation¿? Is the ¿isolation¿ the white tissue pad? Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, "isolation broke off, the device during operation." It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.